Event description:
Intermittent operation due to fluid ingress.

Manufacturer narrative:
Replaced left ucm and label to resolve issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.